Event description:
It was reported patient's ipg became inoperable. It is unknown if this occurred prematurely. Surgical intervention was undertaken during which the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.